Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was remaining collapsed resulting in the device not inflating properly. The physician attempted to troubleshoot the issue, but the pump would only work temporarily. The ipp pump was explanted and replaced with a new pump. The reservoir and cylinders remained implanted. It is believed that the pump valve was causing the problem with the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, microscopically examined, and functionally tested. There were no leaks found, but the pump kink resistant tubing (krt) was worn down to the filament. The pump did not pass the activation testing performed. Based on the information available and analysis results, the product allegations were confirmed; therefore, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was remaining collapsed resulting in the device not inflating properly. The physician attempted to troubleshoot the issue, but the pump would only work temporarily. The ipp pump was explanted and replaced with a new pump. The reservoir and cylinders remained implanted. It is believed that the pump valve was causing the problem with the device. There were no patient complications reported.